Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a broken battery door. Evidence of a motor rate error was found on review of the event history log. During the functional testing, the customer reported issue was verified and duplicated by the motor drive test. The cause of the issue was found to be the worn worm coupling. The worm coupling and worm gear were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.